Manufacturer narrative:
A ge service representative performed an on site investigation. The sbc and gib batteries were evaluated and replaced. The power supply connector was evaluated and cleaned. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system kept radiating and would not give a picture. This is consistent with a system lockup. There was no uncommanded x-ray. There is no report of death or serious injury.